Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, an arthrex subsidiary employee reported via email that an ar-8990st dx fibertak had a bent tip when the surgeon removed it from the package. The surgeon attempted to straighten the tip and pass it through the guide, but it bent again during insertion and became completely unusable. The surgery was completed using another ar-8990st dx fibertak. No significant surgical delay was reported, no additional anesthesia was administered, and no adverse patient effects occurred during or after the procedure. This was discovered during a procedure on (B)(6) 2025.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is related to the handling conditions. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.